Manufacturer narrative:
Occupation: quality and process excellence analyst. The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID # (B)(4).

Event description:
It was reported that the intra-aortic balloon (iab) would not operate. Additional details on iab malfunction have been requested but not yet received. The console was swapped out with another but the same issue occurred. A new iab was then inserted to continue therapy without further issue. There was no patient harm or adverse event reported. Additional information received 10jan2024 indicates that the iab did not work when connected to the console. The customer switched out the console and inserted a new iab but the same issue occurred. There was no patient harm or adverse event reported. A separate report will be submitted for the 2nd iab.

Event description:
It was reported that the intra-aortic balloon (iab) would not operate. Additional details on iab malfunction have been requested but not yet received. The console was swapped out with another but the same issue occurred. A new iab was then inserted to continue therapy without further issue. There was no patient harm or adverse event reported. Additional information received 10jan2024 indicates that the iab did not work when connected to the console. The customer switched out the console and inserted a new iab but the same issue occurred. There was no patient harm or adverse event reported. A separate report was submitted for the 2nd iab under mfg number (B)(4).

Manufacturer narrative:
Device evaluation: the product was returned with the membrane completely unfolded and traces of blood on the exterior of the catheter. The extender tubing was also returned. No blood was observed inside the iab catheter. A kink was observed on the catheter tubing near the y-fitting approximately 75.9cm from iab tip. A sensor output test was performed and the sensor was found to be within specification. A laboratory insertion test was unable to be performed due to the membrane being unfurled and the catheter tubing returned condition. The technician was able to successfully aspirate and flush the inner lumen. The technician attempted to insert a laboratory 0.025¿ guide wire through the inner lumen and was able to successfully insert the guide wire. No obstructions were felt. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal and extender tubing was performed and no leaks were detected. The iab was placed on the cardiosave pump and the iab fully inflated and deflated. No alarm sounded from the pump. The event description provided was insufficient on the suspected iab failure, however we did identify a kink in the catheter tubing. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Event description:
N/a.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5). Reference complaint #(B)(4).

Manufacturer narrative:
Complete initial reporter name: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4) h3 other text : device not returned.

Event description:
It was reported that the intra-aortic balloon (iab) would not operate. Additional details on iab malfunction have been requested but not yet received. The console was swapped out with another but the same issue occurred. A new iab was then inserted to continue therapy without further issue. There was no patient harm or adverse event reported.